Manufacturer narrative:
On 5/30/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/26/2019, device evaluation was completed. Device evaluation summary: the analysis results showed that the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2019, mentor became aware via additional information received that no deflation was found and device was intact. Hence, device code under section h6 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side breast implant rupture. Concomitant products: left; 300cc mentor smooth round moderate plus profile; cat #: 3502300; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 300cc mentor smooth round moderate plus profile and was presented with right side breast implant rupture confirmed by doctor on (B)(6) 2019. As a result, the device was explanted, and replaced on (B)(6) 2019.